Manufacturer narrative:
(B)(4). Review of lot f1727601, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation. This report is being submitted in response to MFR report # 450231-2018-0001.

Event description:
It was reported that during the 90 second expansion phase of the mynxgrip vascular closure device (vcd), the balloon would not deflate properly. Additional "negatives" were used to deflate the balloon. The vcd was removed and pressure was applied. The vcd will not be returned for analysis.

Manufacturer narrative:
It was reported that during the 90 second expansion phase of the mynxgrip vascular closure device (vcd), the balloon would not deflate properly. Additional "negatives" were used to deflate the balloon. The vcd was removed and pressure was applied. Multiple attempts to gather further information were unsuccessful. The product was not returned for analysis. Review of lot f1727601 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product IFU, users are instructed that during preparation of the device, inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.